Manufacturer narrative:
Isi received the product involved with this complaint and completed the device evaluation. Failure analysis investigation noted that the instrument was returned with no reported issue. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing. All of the distal tip components (grips, distal clevis, proximal clevis, clevis pin and idler pulleys) were missing and not returned with the instrument. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci assisted hysterectomy procedure, the prograsp forceps instrument had an unspecified issue. A backup instrument was used and the procedure was completed with no reported injury to the patient. Intuitive surgical, inc. (Isi) attempted to obtain additional information regarding the reported issue; however, the attempts were unsuccessful.